Event description:
It was reported by a medical examiner's office that the pt had passed away, and the pt's explanted generator was ready for return to the manufacturer. The date of death was stated to be (B)(6) 2010, and the cause of death was "complications of seizure disorder". Last known diagnostics on the pt's generator showed it to be properly functioning. The product has been received by the manufacturer, though analysis on it has not been completed to date. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received on december 13, 2011 when product analysis was completed on the explanted generator. The unit was continuously monitored for 26.0 hours and the programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. According to the vital records department in the state the patient passed away in, permission must be obtained from the surviving spouse or family member in order to obtain the patient's death certificate. Since the manufacturer does not have this permission, the death certificate cannot be obtained. Review of the patient's programming history revealed that the patient was last programmed to output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec on may 12, 2010. Good faith attempts for additional information from the physician regarding the patient's death were made but no further information was received.